Manufacturer narrative:
(B)(4). Concomitant medical products: full osseotite® tapered implant 4 x 10 mm. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after a sinus lift was performed and refilled with endobon, the surgeon noticed an infection. Three of the four implants placed failed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The product involved in the current complaint is in the scope of the recall z-0788-2016. However, the product was manufactured on aug 22, 2014 and implanted on (B)(6) 2015. The product was therefore used less than 18 months after manufacturing. As stated in the fsn : "if the endobon product was placed within 18 months of shelf life, there is no increased risk." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279 - 2018 - 00003.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00003.